Event description:
It was reported that patient came into the clinic for a comfort irritation issue at the suture line on the generator pocket due to a pant suspenders metal clip that patient wears. Upon interrogation of the device, non-sustained lead noise was observed. Review of the egm noted myopotential oversensing. Noise could not be replicated. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.